Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter has passed all testing with no faults found. The reported issue could not be confirmed. The test strips also passed testing; the reported issue could not be confirmed. However, a secondary issue was observed when the test strips were found to have a a different lot number to the test strip carton. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter read inaccurately high in comparison to results obtained on another device. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter began reading inaccurately high ¿one month¿ prior to contacting lfs and detailed that she obtained a result of ¿130mg/dl¿ on the subject meter, which she felt was inaccurately high in comparison to results of ¿90 and 98mg/dl¿ obtained on an ultramini meter. Meter to other meter comparisons do not meet lfs criteria of a valid comparison for accuracy. The patient manages her diabetes by self-adjusting her insulin doses and increased her humalog insulin dose by ¿2 units for every 50 points¿ in response to the alleged issue. The patient reported developing symptoms of ¿dizziness and sweaty¿, but could not specify when and stated that on april 1 2017 she visited her doctors office where she received a prescription for ¿humalog, metformin and lantus¿. During the call the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. The product was replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event.